Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 00771101300, femoral stem 12/14 neck taper size 13.5 standard offset, lot #: 61644801. Item #: 00875706401, shell with cluster holes porous 64 mm, lot #: 61442590. Item #: 00875101640, liner neutral 40 mm i.d. Size oo, lot #: 61520977. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to patient allegations of metallosis, altr and trunnionosis approximately 8 years after a left total hip arthroplasty. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.